Event description:
It was reported that the device runs the self-test upon power on and powers off. The device would not boot up properly to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return to the manufacturing facility for analysis and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure to boot up properly. Physio observed proper device operation through functional and performance testing. Physio completed other unrelated repairs and returned the device to the customer for use. A conclusive cause of the reported device failure to boot up properly could not be determined.